Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient was presented to the outpatient clinic with complaints of observed intermittent low speed operation alarms with rpm noted down to the 3000 range. The events seemed to occur when the patient was moving from laying to sitting and sitting to standing. The pump however would always recover to the original set speed of 10,000 rpm. While in clinic, the staff observed one of the low speed operation events. The system controller was changed out and the patient was admitted into the hospital. The patient continued to have the low speed operation events during the night and morning. It was noted that the events are not occurring when the patient is on batteries, only when on the power base unit or the power module. The log files and x-rays were sent to the manufacturer for analysis and nothing extreme, however a suspect area was seen internally. The hospital prepared for a non-emergent pump exchange which took place 2 days later. The patient is reported to be doing well.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.